Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator was reporting numerous error c-34. A technical support engineer (tse) informed caller after logs were reviewed that the issue is an internal generator issue and that the generator has to be replaced however did not have a force triad generator and will complete with a spare vision cart. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. During the power-on test, the c-34 error reoccurred. A visual inspection revealed no anomalies or conditions that could be linked to the reported event. The probable root cause or error c-34 is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the iesu.

Event description:
Refer to h11 for follow-up information.